Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 8 months. The event was reported via jmacs. The event occurred at (B)(6) medical center, (B)(6) medical university, (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a bacterial driveline infection. The cause of the infection was noted to be patient non-compliance with device maintenance. The patient was treated with unspecified surgical therapy and drug therapy. No further information was available.

Manufacturer narrative:
A direct correlation between the device and the reported driveline infection could not be determined. The patient remains ongoing on lvad support and no further events have been reported. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.